Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. This medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20 mg/ml, 6.9887 mg/day) and bupivacaine (20 mg/ml, 6.9887 mg/day) in an implantable pump for chronic low back pain and spinal pain. A pocket revision occurred on (B)(6) 2016 due to a flipped pump. X-rays were reportedly performed at a previous date, results were not reported. The issue occurred for a few months where the patient could manually flip the pump. The cause of the pump movement was unknown. The patient experienced a bruised abdomen around the pump. When the pump segment "came apart" and a forceps was needed to disconnect from the pump. The pump segment was also "pretty coiled up" and was replaced with a proximal revision kit. A mesh pouch was also added. The existing distal catheter segment was easily aspirated and remained. The pump was reservoir was aspirated and the actual residual volume was 40 ml, expected residual volume was 19.7 ml. The issue was considered resolved at the time of report. The daily dose was decreased to 0.960 mg/day. The patient's status at the time of the event was stated to be alive with no injury.